Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-adapters, upn: m365sc9004350, model: sc-9004-35, serial: (B)(6), batch: 734103.

Event description:
It was reported that the patients adapters were damaged. The adapters were explanted and the patient was doing well postoperatively. The explanted adapters will not be returned per hospital policy.